Event description:
Balloon/leakage, rupture. The report we received indicated that there was a balloon/leakage, rupture. The target lesion was bile duct, which had heavy calcification. During pre-dilation of heavy calcified lesion, the balloon developed a pinhole ruptured. There was no report of pt injury.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.